Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the data files showed the mixing pump had failed. They requested a quote for the 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the data files showed the mixing pump had failed. They requested a quote for the 2000 hour service. Per sample evaluation results on 14may2024, it was reported that the arctic sun device had tank seals lifted and circulation pump motor had dried out bearing .